Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of interlink system buretrol solution sets had connection issues with clearlink system extension sets. The issue was further described as, the retractable collar was not engaged upon connection. The retractable collar did not stay engaged upon connection; the ring that locks in place would "unscrew". This was discovered during use; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.